Event description:
It was reported that the patient was experiencing tongue and face numbness. Troubleshooting was being considered to determine if the catheter had migrated to a different location in the intrathecal space. Follow-up is not possible at this time, as no patient identifiers were provided at the time of this report.

Manufacturer narrative:
.